Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). It has been confirmed that (B)(4) type ib endoleak is involving the t-branch device and not the zdeg. The event for this pr# is no longer reportable as no similar device is marketed in us. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2021 a zdeg-pt-42-34-160-pf (lot# e4006973) was implanted without difficulty. The degree of proximal oversizing was 30%. Primary indication for implant was aortic aneurysm without dissection. Pre-procedure imaging showed all vessels patent. Length of non-dissected proximal sealing zone was 25mm. Total minimum lumen diameter along the 20mm intended proximal landing zone was 38mm. Procedure angiography showed left subclavian artery was not covered by the graft fabric. Study device was patent and a type ib distal endoleak above celiac trunk was present. No separation of devices or vessel obstruction at completion of procedure. The patient was discharged from the hospital (B)(6) 2021. On (B)(6) 2021 (17 days post procedure) a staged procedure was done with t-branch by a branched cook aorto-bi-iliac endoprosthesis. Event treatment was not reported. 30 day clinical assessment on (B)(6) 2021 was unremarkable. There was no imaging done at this follow-up assessment. 6 month clinical assessment (117 days post procedure) was unremarkable. Follow-up CT was completed on (B)(6)2021. Total lumen measurement not provided at this time. All vessels remain patent. Type ii endoleak reported. No separation, migration or device integrity issues. On (B)(6) 2021 site reported type ia distal and type ii endoleak with aneurysm progression and embolize of the inferior mesenteric artery. Relatedness to device or procedure is not provided. Queries outstanding. Site has not provided if this event occurred due to device deficiency at this time as query is outstanding. On (B)(6) 2021 (321 days post procedure) treatment of fenestrated endovascular aortic repair with coil embolization and stent. Secondary intervention was considered successful. Patient outcome: the unknown endoleak was reported to be resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Occupation: principal investigator. Similar to device marketed under PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.